Manufacturer narrative:
Evaluation of the first returned smart coil revealed offset coil winds on the embolization coil. If the introducer sheath is not properly aligned within the hub of the microcatheter prior to advancement, resistance may be encountered and damage such as offset coil winds may occur. During the functional test, the smart coil could not be advance within the introducer sheath from its returned position due to the offset coil winds. Further evaluation revealed kinks in the pusher assembly, and the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. This damage was incidental to the reported complaint, and the root cause could not be determined. Evaluation of the second returned smart coil revealed offset coil winds on the embolization coil. If the introducer sheath is not properly aligned within the hub of the microcatheter prior to advancement, resistance may be encountered and damage such as offset coil winds may occur. During the functional test, the smart coil could not be advance within the introducer sheath from its returned position due to the offset coil winds. Further evaluation revealed kinks in the pusher assembly. This damage was incidental to the reported complaint and may have occurred during forceful advancement against resistance. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-01567 h3 other text : placeholder

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-01567.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using penumbra smart coils (smart coils) and a non-penumbra microcatheter. It was noted that the patient anatomy was tortuous. During the procedure, the physician placed two smart coils in the target vessel using the microcatheter. While advancing the next smart coil in the hub of the microcatheter, the physician experienced resistance; therefore, the smart coil was removed. Subsequently, while advancing another smart coil in the hub of the microcatheter, the same issue occurred, the physician experienced resistance. Therefore, the smart coil was removed. The procedure was completed using a new smart coil and the same microcatheter. There was no report of an adverse effect to the patient.